Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing on pause episodes and t-wave oversensing (twos) on tachycardia episodes. It was further reported that a false tachycardia episode was detected due to oversensed t-waves and some oversensed p-waves. The icm remains in use. No patient complications have been reported as a result of this event.